Event description:
Medtronic received the following journal article which is summarized in the following: ultrasonographic surveillance with selective cta after endovascular repair of abdominal aortic aneurysm (j endovasc ther 2009;16:93 104). Comparison of cta vs ultrasound in monitoring aaa size and detecting endoleak. The 196 patients, implanted between 1998 to 2007, university. Various (10) stent graft models used, including aneurx (n=52) and talent (n=19). Article not specific which model had which clinical sequelae. Immediate technical success rate of 97%; 5 cases of surgical conversion due to stent graft kinking (3), iliac rupture (1), and stent graft occlusion (1), 16, type ii endoleaks, 2, type 1 endoleaks observed, both treated with cuffs. Follow-up results: stent graft migration occurred in 9 patients; endoleak seen in 5 cases all treated with a cuff. Two late conversions at 2 years and 2.5 years. Cta findings: (709 CT exams). Endoleak detected in 108 exams. Aaa enlargement in 37 cases. The physician was contacted and requested to provide specific information related to each event, such as lot number, implant date, intervention and patient outcome. At this time no further information was provided.

Manufacturer narrative:
Evaluation results and conclusion: (identity of device and other details were not provided).